Manufacturer narrative:
(B)(4): cartridge pan. The analysis found that the ec60a device was received in good visual condition and with three reloads present. Reload c was received fully fired; reloads b and d were received fully fired and with the pan detached. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. While no conclusion could be reached as to how the pan and the drivers became dislodge from the reload, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staples and staple drivers are present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open lobectomy procedure, firstly, the 45mm device was fired on the "rectum" at the first firing. When the second cartridge was going to be loaded into the jaw after the first firing, it could not be loaded into the jaw. When the jaw was checked, the cartridge pan of the first cartridge remained in the jaw. Next, the 45mm device was changed to 60mm device. However, the cartridge pan of the first cartridge remained in the jaw again, so the second cartridge could not be loaded into the jaw after the first firing. Another device was used to complete the case. There were no adverse consequences for the patient. Reinforcement product was not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.